Event description:
The following has been reported: biomed reported: I have this pump that is constantly alarming "tubing set problem". - pins were cleaned - guides were cleaned - new set was used - no patient harm was reported - no infusion interruption was reported a preliminary review of the logs shows the following: tubing set problem (damaged ipc grommet) an active infusion was delayed (per review of the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Upon investigation it was observed that the ipc service seal and the ipc plunger were sticking. These were replaced. The device was opened and it was discovered that the compression spring was not seated properly and was being bent, contributing to the ipc plunger and service seal sticking. Additionally, it was discovered the flanged bearing installed in the resistor drive housing had become covered in a residue, with the potential to cause further sticking of resistor motor. Also, the dsps assembly was discovered not to be making good contact with the ball bearing on the frm pcba, replacing the pcba resolved this issue.